Event description:
The customer reported to vyaire medical that the avea ventilator screen was black when unit was powered on and that they could hear loud alarms but could not see lights or the screen. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the device was not returned for further evaluation; therefore a definitive root cause could not be determined.the technical support provided the pricing of the uim (user interface module) and confirmed the pn of the gde (gas delivery engine) from the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. .